Event description:
Customer reported going to the hospital because they were not feeling well. At 9 am, lab = 52mg/dl. Customer tested on their device and results = 156 mg/dl at 9:15 am. No controls used. No treatment was received. Customer went to a clinic where an rn ran controls and advised customer the device was reading accurately. A request was made for return product and replacement product was sent.